Manufacturer narrative:
The suspect product is the compact meter.

Event description:
Pt reported obtaining an undosed glucose result 86 mg/dl on the compact system (meter, stip lot 20648941 with expiration date 5/31/07). She states she has received numerous undosed quantitative results, but did not provide details. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. The customer reports she has recently had two operations due to diabetic ulcers on her legs. Technical support requested the return of the suspect product and replacement product was shipped.